Event description:
I had open heart surgery on (B)(6) 2021 to replace my aortic valve. I saw dr. (B)(6) in (B)(6) on (B)(6) after an (B)(6) transesophageal echocardiogram (tee). The tee was done because dr. (B)(6) heard a murmur and had an exterior echocardiogram performed. Dr. (B)(6) said my new bovine aortic valve is defective with regurgitation. This conclusion was based upon imaging results and in consultation with dr. (B)(6), the heart surgeon at (B)(6). Dr (B)(6) added the following, in line with one question that I raised: regurgitation is highly unlikely with a valve implanted as recently as mine. The manufacturer, edwards lifesciences, has not replied on what they can do for my defective aortic valve (bovine). FDA safety report ID # (B)(4).